Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2004: plif at l4-5 using infuse/bmp and capstone vbs cage (32x12). Pre-op diagnosis ~ intractable back pain. On (B)(6) 2004: migrated interbody fusion cage. Revision ~ removed cage, replaced with capstone. Plif at l4-5 using infuse/bmp, legacy cannulated screws 5.5 x 50, 50mm titanium rod , capstone 12x32. On (B)(6) 2005: decreased sensation in the lateral aspect of his thighs, with the left being worse than the right; 70 degrees of forward flexion of lumbar spine and approximately 30 degrees of extension with mild discomfort in the center of lumbar spine. On (B)(6) 2005: pt. Came in because he had significant left bilateral leg pain, paresthesias and numbness. On (B)(6) 2006: l4-5 stenosis and pseudoarthrosis. Revision l4-5 decompression; l4-5 revision fusion with allograft bone and bmp. L4-5 instrumentation, l4-5 removal of spinal hardware (B)(6) 2006: last MRI scan showed a recurrent disc herniation at l4-l5 on the left with severe left foraminal stenosis and some effacement of the thecal sac. Marked improvement in lower extremity pain but began to recur 6 wks. Post-surgery. On (B)(6) 2007: note 'went to uab last year to get opinion, he said to live with pain; not sure surgery would offer relief.' On (B)(6) 2008: lumbar facet block at the bilateral l3/l4, l4/l5, l5/s1 and s1 superior branch. On (B)(6) 2008: ll pain with prolonged standing, last procedure not much help; not sleeping well. On (B)(6) 2008: left leg pain when laying down. On (B)(6) 2009: pain radiating down leg. On (B)(6) 2010: lumbar pain and leg pain in p.m. On (B)(6) 2011: sharp pain shooting down lle mainly at right. On (B)(6) 2011:no signs of infection. Low back pain on extension and flexion. Transforaminal epidural injection. On (B)(6) 2011: revision surgery; ectopic bone growth removed.

Event description:
It was reported that the patient underwent a fusion and decompression surgery at l4-ls. During this surgery, the surgeon removed all previously implanted hardware and noted "a significant amount of bony fusion mass emanating from the l4-s disk ... Radiat[ing] from the disk space almost to the level of the pedicle screw heads," and an "abundant amount of bony 'material emanating from the disk space into the neural canal" some of which "was found to be directly adherent ... To the dura." Moreover, the surgeon reportedly noted that the unwanted bone growth had encased the patient's dural sac, and, therefore, could not be completely removed due to the risk of dural tearing. The revision surgery consisted of a plif approach to place rhbmp-2/acs and allograft bone at l4-l5. No cage was implanted in this procedure. Approximately six weeks post-op, the patient began experiencing a recurrence of severe pain and numbness in his left leg, and pain and in his lumbar back. Another physician diagnosed the patient's condition as lumbar radiculitis and post laminectomy pain syndrome. The physician recommended that the patient undergo a series of epidural steroid injections to treat his recurrent condition. Reportedly, the patient's condition continued to worsen, prompting him to follow-up with yet another surgeon. At 2088 days post-op, the physician allegedly diagnosed the patient with "bony hypertrophy and overgrowth in spinal canal with 'bone tumor with intraspinal extradural bone tumor' at l4-l5 with profound left l5 radiculopathy." On the same day, the surgeon performed a revision surgery on the patient's spine, during which he discovered a great deal of unwanted bone growth in and around l4-l5. The unwanted bone growth was causing spinal nerve entrapment and severe radiculitis, particularly at the l4 and l5 nerve roots.